Manufacturer narrative:
Batch review performed on 05 february 2019: lot 143801: (B)(4) items manufactured and released on 04-aug-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any similar reported event investigation performed by r&d product manager: based on the picture received, the implant is covered in biological fluids. From preliminary visual investigation, it is not possible to determine an implant-related failure root cause. Clinical evaluation performed by medical affairs manager: hip revision surgery occurred 4 years after cementless total hip arthroplasty in a (B)(6) woman. In the radiographic image provided, radiolucent lines in gruen zones 1 and 7 are visible. No information on general health status of the patient is available. Aseptic loosening is a possible literature described adverse event after cementless hip replacements and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed, 4 years and 2 months after primary surgery, due to pain and stem loosening. The surgeon revised the implant with a cemented stem.